Manufacturer narrative:
Evaluation results: inherent risk of procedure (restenosis of the stented iliac segment; stent thrombosis or occlusion and total occlusion). Related to another drug/device (dissection caused during initial procedure may have contributed to the thrombus). Evaluation conclusion: known inherent risk of procedure (restenosis of the stented iliac segment; stent thrombosis or occlusion and total occlusion). (B)(4).

Event description:
At the time of the index procedure, the patient had total occlusion of the left external iliac artery. The lesion was initially treated with a non-medtronic balloon which resulted in a full length dissection of the artery accompanied with residual stenosis. This prompted the deployment of the 7 x 100mm complete se (cse) stent. The stent was deployed in intended area successfully but migrated after deployment. The lesion was in the external iliac 6mm / lesion 10 cm. Approximately two months after the index procedure, due to a ¿persistence of a trophic disorder of the heel¿ it was suspected that t he patient was experiencing a re-occlusion with the peripheral vessels. The left external iliac artery was confirmed to be fully occluded with thrombus. This was initially treated with thrombectomy of the left external iliac artery and stenosis at the origin of the external iliac at the site where the complete se stent was deployed was confirmed. Surgical thrombectomy was performed and stenosis was found at the level of the extremity of the distal tip of the complete se stent. A bare metal stent and a non-medtronic covered stent were used to treat. The stent balloon ruptured during inflation but succeeded in opening the distal end of the complete se stent but the proximal end of the stent/vessel was not opened. The guide catheter was changed and the vessel was further post dilated with two additional balloons. This resulted in a satisfactory angiographic result. Procedural image review: additional procedural images were provided for review: the images confirmed the total occlusion of the external iliac. It also confirms that use of the fogarty catheter did not fully restore patency at the origin of the external iliac. Images showing the vessel post stent deployment confirm that blood flow was restored.

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of the device (patient lesion morphology, cine images indicates a tortuous and resistant vessel). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device. (B)(4).

Event description:
It was reported that a physician was attempting to deploy a complete se peripheral stent system to treat a lesion in patient when it was reported that when the surgeon attempt to remove the delivery system, the tip of the stent sheath got stuck into the stent and dislodgment or migration of the stent occurred. It was reported that the stent moves 2 cm away from the initial deployment site. The surgeon used another stent to treat the area. No patient injury or other sequelae were reported. Device evaluation: the stent was not returned with the delivery system. The red safety tab was not present. The material located proximal to the end of the distal marker band was flared and raised. No other damage was evident to the delivery system. Cine image review: the images confirm the tip catching on the deployed stent. The deployed stent displays non-uniform stent expansion. Wire bias can also be seen at various points in the vessel. Both of these factors appear to indicate a tortuous and resistant vessel. The images do not provide any confirmation that the stent moved 2cm however they do confirm stent deformation as separation of the stent crowns can be seen.